Manufacturer narrative:
The samples are li heparin collected in pst tubes and are centrifuged for 3 minutes at 5100 rpm. Qc result was within the customers established range pre and post the event. System check was performed on 06/09/2010 and met specifications service was not dispatched. Testing of the sample using interference eliminating proteins did not confirm an interferent. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. Sample was sent to customer product line service (cpls) and cpls confirmed the elevated results. The erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.